Event description:
It was reporting that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure a stent partial deployment and tip detachment occurred. The occlusion in the left superficial femoral artery (sfa) was recanalized with an antegrade approach. The physician pre-dilated the lesion with a 5mm x 200mm mustang pta balloon. The physician wanted to place a 6mm x201mm, 75cm innova stent. The physician positioned the stent and then started deploying the stent by using the thumbwheel. When he had deployed the stent for approximately 10 cm, turning the thumbwheel had no effect anymore on the deployment of the stent. Also pulling the pull-rack did not make the stent deploy any further. He decided to try to deploy the stent by pulling back the handle, to retrieve the outer sheet. This alternative way of deploying succeeded in deploying the stent further but also caused the stent to become much longer than 201mm. The proximal end of the stent was deployed inside the introducer sheath. The physician pulled out the sds. Then he used an unspecified dilator to push the stent out of the sheath. Two non-bsc stents were deployed inside the innova stent with a good end result for the patient. He inspected the sds of the innova stent and noticed, that the tip of the system was gone. After noticing this he looked at the angiography again and noticed that the tip of the sds was fixed to the vessel wall by the distal deployed non-bsc stent.

Event description:
It was reporting that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure a stent partial deployment and tip detachment occurred. The occlusion in the left superficial femoral artery (sfa) was recanalized with an antegrade approach. The physician pre-dilated the lesion with a 5mm x 200mm mustang pta balloon. The physician wanted to place a 6mm x201mm, 75cm innova stent. The physician positioned the stent and then started deploying the stent by using the thumbwheel. When he had deployed the stent for approximately 10 cm, turning the thumbwheel had no effect anymore on the deployment of the stent. Also pulling the pull-rack did not make the stent deploy any further. He decided to try to deploy the stent by pulling back the handle, to retrieve the outer sheet. This alternative way of deploying succeeded in deploying the stent further but also caused the stent to become much longer than 201mm. The proximal end of the stent was deployed inside the introducer sheath. The physician pulled out the sds. Then he used an unspecified dilator to push the stent out of the sheath. Two non-bsc stents were deployed inside the innova stent with a good end result for the patient. He inspected the sds of the innova stent and noticed, that the tip of the system was gone. After noticing this he looked at the angiography again and noticed that the tip of the sds was fixed to the vessel wall by the distal deployed non-bsc stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with the handle closed. The rack was extended back and locked up in both directions. Upon opening handle, proximal inner was found bent over and visually appeared escaping the handle track to the top side of the handle. The proximal inner was kinked 68mm from base clip, additional 58mm of proximal inner to next kink at rack. The following were confirmed to be within specification: outer shaft od, middle shaft od (both diameters), middle shaft ID (both diameters), proximal inner od and bumper od. There was damage on the distal most rack tooth, deformation is shifted to side indicating rotated rack. There was pin damage in housing near thumbwheel, front top and compression in mid pins. There was a kink in outer shaft adjacent to nose cone and 47mm from nose cone. The tip was separated and not returned for analysis. The distal liner was broke at laser port hole. The middle shaft was kinked 240mm and 290mm from retainer, similar spaced kinks on outer and proximal inner shafts indicating kinked after event complaint. The rack teeth was scraped on the most proximal 11 rack teeth. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).